Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient suffered a subarachnoid bleed that self-resolved after falling off the toilet and hitting her head on the tub. The patient was admitted to cardiovascular intensive care unit for close monitoring and put on anticoagulation with coumadin for her lvad. The patient's inr on admission was 1.9. She complained of headache where she struck her head, but denied any nausea, vomiting, weakness, numbness, tingling, paresthesia/dysesthesia. A repeat head CT was completed with stable small traumatic subarachnoid hemorrhage. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported subarachnoid hematoma could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.